Event description:
Rptr's jazzy 1470 has proved to be a lemon. From the beginning when rptr took delivery it has made weird grinding/clicking noises in the wheel-connects-to-the-axle area whenever it is in motion. Repair person, 240 miles away, couldn't fix it although he took off the faulty washers in the attempt. No new ones were ever installed to rptr's knowledge. Rptr took delivery in 2000. Rptr soon discovered how badly engineered the power chair really is. Some able-bodied genius put the recharging cord squarely in the middle of the back of chair only about six inches from the floor. There is no way rptr can reach it without help, and rptr lives alone. Rptr has to keep the cord looped up in the seat somehow, and it has a tendency to fall to the floor and drag without their knowledge until it is firmly tangled in rear wheels. It looks like it has been gnawed on by a large litter of big dogs. It is probably unsafe by now with all its nicks and cuts. The steering arm and attached box with its joystick are always loose. In 2001, rptr had it fixed by the repairman, and he said that all the bolts/screws were striped. Rptr hadn't tampered with it. The chair wouldn't go the direction rptr pointed it with any precision. Rptr's landlord threatened to evict them if rptr didn't stop scraping up the walls so much. The immediate reason rptr took their jazzy to repairman was it wouldn't move. It seems that the wire connecting the joystick to the battery had fallen down and been sliced in two by the wheels with no warning. Then when rptr tried to put the jazzy in neutral so it could be loaded into ramp van by people-pushing power, no one could get the gears to disengage although they tried very hard to follow the repairman's directions on a long distance phone call. It took four strong men to carry the jazzy all the way out to the van and load it. After he had inspected it, the repairman said that rptr had tried to put it back in neutral properly, but one release lever was broken and the other had been installed backwards so it couldn't disengage at all. Within a month after those repairs, one of rptr's duel rear wheels started sticking. Rptr can't back up without risking serious whiplash. It sticks sideways instead of swiveling freely as it should. When it sticks, not only is rptr subjected to a sudden jolt, but it also raises itself up on the stuck wheel and it feels as if they are running over something about the size of a standard brick. It is a very unsettling experience and hard to work on so unpredictable a power chair. Rptr feels pride mobility should make it right. Either supply rptr with a reliable new chair that fits better (this one is about two inches too wide), or refund their money and make a planter out of this one so rptr can purchase a chair that does live up to jazzy's promises from a different company. This jazzy has caused rptr considerable physical pain and embarrassment also. Rptr works as an advocate for people with disabilities, and needs as much dignity as they can muster to lobby with state and deal with the public in general. A wheelchair that behaves like a circus clown car has detracted from rptr's professional presentation. People with disabilities deserve as much consideration as able-bodied people do. Rptr is on a meager, fixed income. Rptr can't just throw this power chair away and buy a new one, and medicare won't get rptr a new one (80% of one) for another two and one half years.